Manufacturer narrative:
Philips service replaced the host pc monoplane revised_ii no hdd, rewrote the license, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that host pc power issue; system failed to boot on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.